Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that while charging, it takes 4 hours to charge, they are constantly charging, and after charging for 2-3 hours the battery will only be half full. They try to charge when they sleep at night. The patient also stated that sometimes they just don't want to use it as it takes so long too charge. The patient just charges for a few hours at a time as they don't have time to charge to full. The event date was provided as 2018. They stated that it has gotten worse in the last year. No symptoms were reported. No further complications were reported/anticipated.